Event description:
It was reported that upon re-engagement (ready mode) of a side-firing fiber being used for prostate vaporization, the aim beam was observed to be forward - firing. The forward - firing condition was observed when the fiber had accumulated 29,571 joules. It was reported that the fiber had been cleaned during use. The procedure was completed with a second fiber. Neither the pt nor the end user experienced any injuries as a result of this event.